Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during use, the cadd cleo infusion set experienced separation of the tubing from the clip and a leak at the connector portion, with the connector portion also breaking. There was patient involvement, and no patient injury was reported.